Event description:
It was reported that the user¿s ilet had an unresponsive screen input during setup, where the "yes" button could not be pressed to initiate tubing fill, while the "no" button functioned and allowed navigation back. Symptoms included no adverse clinical effects and a confirmed blood glucose of 80 mg/dl by fingerstick. Outcomes included no injury, no need for medical intervention, and no hospitalization. Investigation included remote troubleshooting, verification of firmware status, and coordination for device replacement and data synchronization prior to shut down. Investigation of this case revealed a hardware user interface malfunction consistent with a touchscreen or button responsiveness issue during setup. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.